Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-08992. It was reported that a rotawire fracture occurred. Radial access was used to access the diffused eccentrically shaped target lesion located in the tortuous and mildly calcified left circumflex (lcx) artery. A 1.25mm rotalink¿ burr and a rotawire¿ extrasupport were selected for use. During the procedure, upon testing the device at 180,000rpm, it was noted that the rotawire fractured into two pieces. The procedure was then completed with a rotawire floppy. There were no patient complications reported and the patient's condition was stable.